Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure device (vcd) could not be delivered to the vessel and got stuck on delivery catheter. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. The balloon was not fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The sealant was stuck to the device while inside of the patient. The sealant was not wedged between balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in yttrium 90 interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The syringe was connected to the device. The advancer tube was returned attached to the device. The cordis procedural sheath was observed on the outer cartridge tubing, fully retracted as received. No sealant was observed stuck to the returned device components and/or returned with the device. However, it is unknown if the returned device was manipulated post-procedure. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, sealant deployment could not be tested as the sealant was not received for analysis. Nevertheless, the mechanism of the advancer tube was working as intended. A microscopic analysis was performed to confirm the absence of the sealant in the device as received. The product history record (phr) review of lot f2316410 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant sticking to the delivery catheter during deployment since there were no damages or anomalies noted to the received device. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggest the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2316410 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynx mynxgrip vascular closure device (vcd) could not be delivered to the vessel and got stuck on delivery catheter. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was not fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The sealant was stuck to the device while inside of the patient. The sealant was not wedged between balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in yttrium 90 interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.